Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons were intermittently unresponsive and the button symbols were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The ok button symbol was found to be worn, which has no effect on insulin delivery. During testing, all of the keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all of the button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.